Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 09/02/2015, belt 07/11/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 14:25:21 on (B)(6) 2021. The patient was in sinus rhythm at 100 bpm at 02:39:58 on (B)(6) 2021. The patient's rhythm transitioned to vt at 110 bpm with CPR/electrode lead fall off at 02:41:54. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm, preventing the lifevest from detecting the vt arrhythmia. The patient's rhythm was obscured by CPR/motion artifact and electrode lead fall off at 02:42:36. The patient's rhythm transitioned to asystole at approximately 02:46:53. The patient was in asystole with CPR/motion artifact at the time of the electrode belt disconnection at 02:47:42. It was not reported who disconnected the electrode belt.